Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually and microscopically inspected and tested for leaks. The component exhibited folds along with a hole and a leak from wear in its shell. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted during visual examination, and no leaks were identified; however, the component did not pass functional evaluation. The balloon was visually inspected, leak and functionally tested. It was noted that the component was non-spherical; however, it passed leakage and functional testing. Based on the information available and analysis results, the fluid leak identified in the cuff, along with the pump not passing the functional examination, could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the cuff was identified. All components were removed and replaced. There were no patient complications.